Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the physician noticed the braidwire exposed post slitting of the catheter. The catheter was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial of the delivery catheter was returned and analyzed. Analysis indicated that the mechanical operation wire was pulled and exposed through the insulator. The catheter shaft was kinked/buckled. The mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.